Event description:
The customer called to report a low battery and battery out limit alarm. Assisted with the alarms. The customer also stated she had been working with her doctor on fine tuning the insulin pump settings due to high blood glucose levels. The customer later called and reported a high blood glucose of 335 mg/dl. The customer was mumbling and slurring her words. The customer was also experiencing a bad headache. The customer stated she treated her blood glucose, but when she checked again, it was up to 405 mg/dl. The paramedics were called for the customer, and they arrived during the call. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.